Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: three samples (model #mfs102) were returned by the customer. It was reported, by the customer ,that priming with the dial open, unable to prime. Also after priming, unable to infuse at the prescribed rate or open. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to an IV bag filled with water and attempted to be primed. One set was able to be primed, and was able to flow at all rates. The failure was unable to be replicated in this sample. Two sets were unable to be primed, and unable to flow at any rates. The male luer, y-site and flow controller were cut from the sets. Flow was restored in each of the sets, once the flow controller was cut from the line. No excess solvent was observed, at the ports of the flow controller. The customer complaint can be verified in these sets. A device history record review could not be performed on model mfs102, because a lot number is unknown. The root cause is caused, by a misplaced gasket.

Event description:
It was reported, that the bd maxguard¿ flow controller administration set with needleless y-site(s). With the dial open, unable to prime. Also after priming, unable to infuse at the prescribed rate or open. The following information was provided by the initial reporter: are you continuing to have issues with mfs102? Yes. Has anyone else reported issues? The problem appears to be widespread (i.e. Not specific to a particular lot, etc.).the errors include priming with the dial open, unable to prime. Also after priming, unable to infuse at the prescribed rate or open. Thus, far we have seen at least a dozen incidences of various reported issues. Consequently, this has resulted in wasting medications and decrease in patient satisfaction. I could be available tomorrow at 10am or anytime after 2pm. If these times don¿t work, we could look into next week as well.

Event description:
It was reported that the bd maxguard¿ flow controller administration set with needleless y-site(s)with the dial open, unable to prime; also after priming, unable to infuse at the prescribed rate or open. The following information was provided by the initial reporter: are you continuing to have issues with mfs102? Yes. Has anyone else reported issues? The problem appears to be widespread (i.e. Not specific to a particular lot, etc¿).the errors include priming; with the dial open, unable to prime; also after priming, unable to infuse at the prescribed rate or open. Thus far we have seen at least a dozen incidences of various reported issues. Conseuqently, this has resulted in wasting medications and decrease in patient satisfaction. I could be available tomorrow at 10am or anytime after 2pm. If these times don¿t work, we could look into next week as well.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.